Event description:
It was that the patient had a probable coronary sinus dissection causing a pericardial effusion during the implant of the left ventricular (lv) lead. The pericardial effusion was confirmed resolved via echocardiogram. The lv lead remains in use. It was noted that the patient was part of the systems longevity study (sls) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.